Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they had to turn off their implant for a left sided si fusion surgery on (B)(6) 2025, but right before they went in the room for their surgery they could not connect to their implant for almost 20 minutes. Patient reported that they needed assistance from another manufacturing representative (rep) in the hospital and the rep was able to assist. Patient reported that the rep did not work with interstim, but they were able to power off the patient's therapy via the clinician app for their procedure. Patient stated that they were notified that their ins was malfunctioning from the rep that assisted them and they needed to get it checked by their healthcare provider (hcp). Now, patient stated that they have an upcoming si fusion surgery on their right side. Patient reported that now they continually get device not responding regardless of how much they reposition their communicator. Patient confirmed they can feel the implant through their skin. Their implant is currently turned off b because they were notified that they could leave it off for their right sided si fusion procedure on (B)(6). The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.